Event description:
Device issue: stent dislodgment. Time of device issue: during the procedure. Adverse event: stent compressed against vessel wall. It was reported that after a stent was implanted in the left main artery, a 2.5 x 12 mm xience v stent was being advanced to the diagonal artery; however, the stent became dislodged in the anatomy. A second unspecified stent was used to compress the xience v stent to the vessel wall in the diagonal artery. Further treatment of the lesion was not specified. There was no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4) (B) (4). Evaluation summary: stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, improper technique and handling during sheath removal and preparation for use, or interaction with the pt anatomy, lesion and/or accessory devices. The product was not returned which may have aided in the evaluation. In manufacturing, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter, and a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot, and a query of the complaint-handling database revealed no other incidents reported for stent dislodgement for this lot, which suggests no indication of a product quality deficiency. Additionally, there were no reported issues or stent damage during removal of the protective sheath or preparation for use. It was reported that another stent was deployed in the left main artery before advancing the 2.5x12mm xience v stent to the diagonal (distal to the left main). It should be noted that the xience v instructions for use (IFU) state: "although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents." Thus, advancement through the recently deployed stent likely contributed to the xience v stent becoming damaged, loosened and, ultimately, dislodged and embedded in the vessel by another unspecified stent. In this case, the reported stent dislodgement appears to be related to the reported user error and operational context, and there is no indication of a product quality deficiency.